Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) because of lytes quality control (qc) out of range. Ccc specialist remotely accessed the dimension vista 1500 instrument and instructed the customer to bleach the sample and vent ports. Ccc instructed the customer to run integrated multi-sensor technology (imt) probe alignment and check 1 on probe, which passed. The customer reset the instrument. The ccc instructed the customer to replace the sensor and the v-lyte diluent. The customer ran quality controls (qc), resulting unacceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a power flush, replaced the peristaltic pump tubing and the imt probe. The cse centered the probe to port and replaced a sensor and all fluids. The cse performed dilution check and ran patient comparisons, resulting low for sodium (na). The cse replaced sample probe 1 (s1) drain and aligned s1. The cse performed quick check and ran other qc lytes, resulting below specifications. The cse performed the rotary valve leak test, advanced clean, and aligned the imt. The cse calibrated the imt, resulting acceptable for k and cl but na remained high. The cse replaced the imt probe. The cse verified that the vacuum on the imt drain was good. The cse replaced the imt assembly and aligned it. The cse verified the imt probe to port by running quick check and dilution check. The cse ran qc and patient comparisons, resulting satisfactory. The cause of the discordant sodium (na) and potassium (k) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported to the physician(s). One of the four patient samples (patient 2) tested, had a discordant, falsely high potassium (k) result. The discordant result was not reported to the physician(s). The sample was repeated on the alternate dimension vista instrument, resulting lower. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.